Event description:
Consumer experienced high readings-ran test competitive meter comparing readings from meter to meter. Analysis run on clarke error using reported competitive readings (22,78) as ref. Point vs. Bd reading (477) yielded data points in "e" range of the grid, outside acceptable range.